Event description:
Approx 3 weeks following an uneventful novasure endometrial ablation (done on (B)(6) 2011) the pt presented to the emergency room (ER) with "vaginal bleeding (clots), a modest drop in pcv [packed cell volume], mild uterine tenderness with no peritoneal signs, no gi [gastrointestinal] complaints, and a leucocytosis. Her wbc [white blood cell count] was 24k [thousand]". An ultrasound and computed tomography (CT) scan were "within normal limits". She was afebrile and vital signs (vs) were stable. The pt was admitted to the hospital and was diagnosed with "possible endomyometritis". Treatment included intravenous clindamycin and penicillin (pcn), and oral lo ovral (ethinyl estradiol and norgestrel) for bleeding. She was "much improved" the next day. The pt was discharged home 2-3 days after admission, on a 7-10 day course or oral antibiotics. On (B)(6) 2011 the physician reported the pt is doing fine.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot record review were unable to be conducted for the disposable device as the lot and serial number were not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).